Manufacturer narrative:
The central processing unit board was replaced but the issue remained. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The asp tried to boot up the device but was unable to due to multiple error messages populating. The asp powered on the device into service mode to test the hardware and check the significant event log for error messages with descriptions. The asp found that the pm pcba was faulty and needed to be replaced to resolve the reported issue. Once the pm pcba was replaced, the asp successfully performed electrical safety inspection and performance verification testing per philips standard and confirmed that the device was operational.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The bme also informed the remote service engineer (rse) that the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) pcba, and the cable between them were already replaced. The bme did not have extra units to try a power management (pm) pcba and requested to order a central processing unit pcba. The rse provided the bme with the part number of the cpu pcba for repair.